Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were provided for evaluation. Samples were spiked into an IV container and allowed to run via gravity. During this functional testing, it was noted that the samples were found to be leaking from the air eliminating filter vents. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Retained units from the reported lot number were functionally tested per specification with passing results. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reported that in the last 20 minutes of a 3hour taxol infusion the filter started leaking from the round circle on the back of the filter. No injury reported.